Manufacturer narrative:
Correction: section b2: 'other serious (important medical events)' checkedthe results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
Additional information indicates, the ipg had reached 'end of life'. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient received the "replace generator soon" indicator on their patient controller indicating the ipg is nearing end of life. As a result, surgical intervention may be undertaken to address the issue.